Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify failed battery test alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 332 mg/dl. And 68 mg/dl. Customer state that the display was returned after troubleshooting. Customer was treated with insulin pump for high blood glucose. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.